Event description:
It was reported that automatic mode switching (ams) episodes were observed. Upon review of the episodes, it was noted that the v paces were being oversensed. Programming changes were made.